Event description:
It was reported that the device had some loss of telemetry. It was also reported that a dual electrogram [egm] was present and only the markers were available on the egm report. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.